Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised reseating the side door. After reseating the side door and the unit is working now. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that xenon light source had spare lamp turned on but not main lamp during inspection for use. There was no patient involvement.